Manufacturer narrative:
Eval summary: analysis reply. Product: novopen 4. Lot no.: tv40015. Device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. All pen functions are normal. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. Case conclusion: the dose accuracy is normal. All pen functions are normal.

Event description:
Incorrect dosage. Push button works incorrectly [incorrect dose administered by device]. Low blood glucose levels [blood glucose decreased]. Case description: the incident does not represent a serious public health threat. (B)(4). This spontaneous report received from (B)(6) and reported by a pharmacist as "incorrect dosage as push button works incorrectly" and "low blood glucose levels". It concerns a (B)(6) male pt treated with novopen 4 (insulin delivery device) and protaphane penfill (long-acting human insulin) (drug first dose unk) and ongoing for "type 1 diabetes mellitus". (B)(6). Medical history includes type 1 diabetes mellitus and intervertebral disc operation. The dates that the event occurred on is unk. A pharmacist reported that a pt had low blood glucose levels during use of novopen 4 due to diabetes mellitus. The pt received incorrect dosage as push button worked incorrectly. At 2 am the pt suddenly had low blood glucose levels and a sudden feeling of dizziness during sleep that lasted about one hour. The pharmacist suspects the pen to be defective. It seems that the pen delivered much more insulin than selected. The pt had eaten and drunken as usually the day before. Normally the blood glucose levels are ok. Patient had been using novopen 4 for about 2-3 years. This adverse event had never occurred before with same device, he only recognized during the last injection the day before (at 11 pm) that the pen was acting a bit strange, but he did not care about that any further. Pt injects himself. On (B)(6) 2011 the pt recovered from the events. Product has not been discontinued and dosage has not been changed. Analysis reply: product: novopen 4, lot no.: tv40015, device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. All pen functions are normal. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. Comment: company comment: final comment from the MFR: (B)(4) 2011. It is not possible to find a clear root-cause for the experienced events as no faults were found on the returned pen and limited info with regards to the pts handling of the device is available. However, the reporting rate for hypoglycemic related events seen in connection to novopen 4 use is low. On (B)(4) 2011 this case was upgraded from non-serious to serious by reporter as the event "low blood glucose levels" was assessed life threatening. Protaphane was marked as suspected product by novo nordisk, due to the nature of the event.